Manufacturer narrative:
Date of report: 21may2021. There was no patient involvement.

Event description:
The customer reported unit gave diagnostic error "data acquisition printed circuit board assembly adc reference failed" 20 or 30 entries were showing up with all 0's. The device was not in clinical use. No patient or user harm was reported. The customer can not duplicate the problem, and all date and times stamps after the event are correct in the event log. The customer also identified the diagnostic error "machine and proximal pressure sensors failed." The customer found diagnostic error codes " machine pressure sensor calibration data error," " proximal pressure sensor calibration data error," and "primary alarm failed." All date and time stamps were zero during that event. The customer noted that field change order for the power management board was performed approximately a month ago. The (rse) advised replacing the central processing unit (cpu), reprogramming the date and serial number, and reinstalling the software options.

Manufacturer narrative:
G4: (B)(6) 2021. B4: (B)(6) 2021. The customer replaced the central processing unit to resolve the issue. The unit was tested, and it was returned to service.